Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the cause of the peeled bending section cover glue was due to excessive or inadequate physical force exerted on it by another object, resulting in problems. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ureteroreno fiberscope exhibited peeled bending section cover glue. There was no patient involvement.